Event description:
Very late stent thrombosis. In 2004, I implanted a 2.75 by 23 mm drug eluting taxus stent in the proximal left anterior descending coronary artery with good results. The pt remained on clopidogrel 75 mg for two years. Because of chest pain in 2009, repeat angiogram showed the stent was open without restenosis or thrombosis. Six months later, he underwent emergency angiogram because of symptomatic ischemia which demonstrated complete occlusion of the stent with thrombus. The thrombus was removed and the area was restented with adequate results. I believe this represents a very late stent thrombosis of this particular stent which was potentially life threatening and indicates the need for longer than currently recommended treatment with clopidogrel or oral platelet inhibitor therapy. Dates of use: 2004 - 2009. Diagnosis or reason for use: angina refractory to medical therapy.